Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to perform a chemistry wash precision run. Tsc reviewed the instrument data and chemistry wash precision run, and did not find a malfunction. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was auto-repeated on the same instrument, resulting lower. The customer repeated the sample on the same instrument, also resulting lower. The second repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.